Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's fill estimate was inaccurate. The customer reloaded the cartridge and was able to receive an accurate fill estimate. It was also reported that the customer experienced intermittent rapid battery gauge depletions and the battery level would increase from 15% to 50%. The customer's blood glucose was 400 mg/dl. The customer delivered a correction bolus to address blood glucose level. The customer indicated that current pump would continue to be used for insulin therapy.

Manufacturer narrative:
(B)(4).